Event description:
The pt received an scs system on (B)(6) 2009. It was reported that the pt had no communication with the programmer or charger and had no stimulation. She also experienced an increased recharge burden for the last 3 to 4 months of usage. She finally lost stimulation on the first week of (B)(6). The sjm rep is to f/u with the pt and physician as to the next course of action. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.